Event description:
The customer reported obtaining differential background failures and "unable to remove cleaner" errors involving the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was dispatched to the customer's site to evaluate the instrument and noticed a diluent leak from the aspiration syringe pump. The fse reported that the leak was contained within the instrument. The operator was wearing a laboratory coat and gloves when the leak was discovered and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed a "complete blood count (cbc) lyse pump did not sense home" error and differential background failures which were initially reported by the customer. The fse proceeded to replace the cbc lyse pump to resolve the issue and noticed a contained diluent leak from the aspiration syringe pump while completing verification. The fse replaced the syringe to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to the syringe which is part of the aspiration syringe pump assembly. The instrument also generated differential background failures and "unable to remove cleaner" error to alert the operator of an instrument problem. (B)(4).